Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the mylar flap of the flow sensors were stuck to the top of the flow sensor housing. The flow sensors were replaced.

Event description:
The hospital reported that the unit alarmed during pre-use checkout indicating that mechanical ventilation was not available. There was no report of patient involvement.